Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (described as a ¿black line¿) was found in a polyflux 17l dialyzer. This was noted after priming the device but before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed a small silver colored particulate matter in the header. An infrared (ir) spectroscopic identification of the particle was performed, but no evaluable spectrum could be recorded. Therefore, an inductively coupled plasma (icp) mass spectrometry analysis was carried out, and the result shows that the particle consists of a copper-aluminum-zinc alloy. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.